Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited high impedance. The physician is going to continue to monitor the patient closely for any changes. A chest x-ray did no show any anomalies.